Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with an unknown mentor silicone prosthesis experienced left sided deflation post procedure. Mammogram examination shows some concern and her ultrasound shows rupture or leakage on her left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Suspect device received on june 29, 2021. Device evaluation completed on july 02, 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 350cc breast implant had two (2) areas of texture cracking on the posterior view. In addition, two (2) tears (a and b) were noted within the texture cracking areas measuring approximately a: 2.4 cm and b: 0.7 cm respectively. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received in june 7, 2021 indicated that left side rupture confirmed by mammo and complicated by granuloma in the left axilla region. It was also reported that the patient has developed capsular contracture bg-IV in both breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This report relates to the left side. The device identified as cat#:3543507, lot#: 179825. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 17 2020, additional information received indicated that the patient scheduled for removal on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).